Manufacturer narrative:
Date of event (B)(6) 2017 is an estimate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller went to increase stimulation that was set at 3.5, they increased by 1 and the stimulation shot up to 4.7, further mentioning that the increase in stimulation was painful for the patient. They said that they tried to decrease but they were not able because no reading came up on the patient programmer (pp). It was noted that they tried to replace the pp batteries and after trying 10 times, the pp finally came up and they were able to turn stimulation back down to the 3's. It was noted that patient would have gone to the hospital sooner, but they did not think they would have any information on the device. It was noted that patient had not used the pp since the issue. Trouble shooting could not be done due to lack of access to the product. It was noted that the last time patient used the pp, stimulation shot up so they did not wish to troubleshoot. Caller inquired if they could use the pp without the antenna being connected to the patient and it was reviewed that pp would not work that way, and it would need to connect with the ins. It was noted that the caller attempted anyway and was getting poor communication on the pp. It was reviewed that pp needed to connect with the device to communicate but they declined to troubleshoot further. It was reviewed that patient could meet the manufacturer's representative (rep) in the health care provider (hcp)'s office to check the pp and the device. The rep was contacted , and an appointment was set up for the patient to see the physician on (B)(6). No further patient complications were reported/ anticipated as a result of this event.